Event description:
It was reported that, during surgery, when milling the medullary canal, during the final milling, a flex reamer extender broke. Additionally, no fragment was left inside the patient. The procedure was successfully completed, using the same device. No delay or patient harm has been reported.

Manufacturer narrative:
Additional information: b5-description. D4-lot number e1 (initial reporter name), h6 (health effect - impact code).

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. As the part and batch number information provided did not match into the system, therefore, a device history record review could not be performed. A review of complaint history did not reveal similar events for the listed device over the previous 12 months. The batch number provided is not valid within the system, though the review was performed and did not reveal similar events. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during surgery, when milling the medullary canal, during the final milling, a flex reamer extender broke. Additionally, no fragment was left inside the patient. It remains unclear how the surgery was finished, however no delay or patient harm has been reported.

Manufacturer narrative:
Complaint reference number: (B)(4).